Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager found no problems with the system and was able to complete a successful verification to specifications. A log file review for the date of the patient's surgery was not possible because the surgeon did not provide the date. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed because the surgeon declined to provide any patient records. Clinical information was limited to a conversation between the surgeon and an alcon's sales representative, where the surgeon stated a patient who was treated a -2.00ds and, post operatively demonstrated "about +0.75 ds" overcorrection. No additional clinical information was provided and the surgeon further notified through staff, that no patients were harmed or injured by the reported event. According to literature, overcorrection is common during the early post laser treatment period and may approximate the desired correction near the three months examination. References: overcorrection after excimer laser treatment of myopia and myopic astigmatism vajpayee et al, arch of ophthalmology 1996, v144:3. Laser in situ keratomileusis enhancement for consecutive hyperopia after myopic overcorrection maria c. Rojas md j of cat and ref surg vol 28:1 jan 2002. Aao.org, refractive laser sx: an in depth look @ lasik, a science writers guide, may 2008. (B) (4)

Event description:
Adverse event: overcorrections. A surgeon reported that some patients have experienced overcorrections following refractive surgery. During follow-up with the facility, the surgery co-ordinator stated, on authority from the surgeon, that the surgeon does not have any concerns of harm or injury for these patients. The surgeon is fine tuning his nomogram. No further information was provided.